Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to out of specification volumetric accuracy. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the increased intra-peritoneal volume (iipv) found in the device logs. The rite functional accuracy test failure would not have contributed to the iipv found in the logs. The cause of the iipv found in the logs was determined to be: insufficient drain, false empty detect and use error initial drain alarm setting inappropriately programmed. A service history review revealed no issues that were identified that may have contributed to the issues of iipv. The current labeling for the homechoice/homechoice pro apd systems trainer's guide was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 4482 milliliters (ml). This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.